Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and pass functional test on autotester. Ppe was unable to determine the root cause.

Event description:
It was reported the patients ipg, while still operable, would no longer provide stimulation. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.